Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained above the bifurcation via a 6f terumo sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium at the access site and the vessel size approximately 7mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU. It was reported that "after the swell time the balloon would not deflate". A 20cc syringe was placed in the stopcock in attempt to deflate the balloon but the balloon would not. After the technician attempted several times to pop the balloon with an access needle the technician took a scalpel and cut the catheter at the distal end of the shuttle tube so that the only thing left was the balloon (inside the patient's body) and the wire (catheter) which was outside of the patient. A micro puncture needle was placed over the wire (catheter) in an attempt and pop the balloon. The technician believes that the balloon was ruptured after this but still was difficult to remove from the patient. A pair of hemostats was placed on the back of the wire (catheter) and firm pressure was used to pull the device out. Once the device was finally removed manual compression was applied for approximately 15 minutes at which time hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
The device was received dissected and returned in four separate pieces. Visual inspection of the device revealed that the balloon proximal bond was detached and the balloon was inverted and bunched up. The proximal balloon bond was severely damaged. Inspection of the polyimide shaft showed that the adhesive taper remained intact and the adhesive was attached to the polyimide shaft surface. Kinks were observed on the polyimide shaft near the distal tip. Damage was observed in the distal end of both the introducer sheath and the advancer tube. Based on the information provided and the condition of the device, the reported failure to deflate could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1300401) indicated that the device met all established performance criteria prior to shipment.